Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: (B)(4). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: reported defect of needle retraction failure was not confirmed in the absence of physical sample. Root cause cannot be determined for unconfirmed defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a partially retracted needle. The following information was provided by the initial reporter: after placing IV in patient, pressed the button to retract needle, the needle only partially retracted, leaving approximately 2 in of needle exposed.